Manufacturer narrative:
Method: complaint history review; risk assessment. Results: manufacturing records were reviewed and no relevant issues were found. Possible contributors to the reported issue include excessive application of torque. Conclusion: because the device was not received back for evaluation, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that; tip broke off in patient pedicle. Approx 1 inch. Attempted to use tap to dig it out and tip of tap broke along with the t handle it was attached to.

Event description:
It was reported that; tip broke off in patient pedicle. Approx 1 inch. Attempted to use tap to dig it out and tip of tap broke along with the t handle it was attached to.